Manufacturer narrative:
H3: product analysis: part# 1555501060 lot# 0437884w visual review confirms rod breakage. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Significant deformation at multiple locations along the length of rods due to apparent rod bending. Microscopic examination of the fracture surface identified a fairly flat fracture surface with shear lips towards the end of the break indicating material overload. This is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred post an unknown l4-s1 spinal procedure in a patient diagnosed with lumbar stenosis. It was reported that the rod was broken post surgery. Patient had pain and pseudoarthrosis. The rod was explanted. There were no further complications reported regarding the event.